Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary power was down and user stated there was burning smell in medication room. The customer stated there was no delay to the patient's workflow. As per part investigation, it was determined that there was no thermal damage observed and smelled smoke from the back and found the pyxibus module controller and drawer controller boards were bad. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from its manufacture date of 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of a burning smell was confirmed by the bd field service engineer. The field service engineer evaluated the drawer smelled smoke from the back and found the pyxibus module controller and drawer controller board were bad; swapped both swapped pyxibus cable visual inspection of the pyxibus module controller observed no issue multimeter testing noted board was faulty visual inspection of the drawer controller board observed no issue multimeter testing noted board was faulty visual inspection of the pyxibus cable observed no issue multimeter testing noted no issue there was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary power was down and user stated there was burning smell in medication room. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: section d unique identifier (UDI). Additional information: section h manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of a burning smell was confirmed by the bd field service engineer. During the investigation of the device, the field service engineer found the solenoid on drawer 4-1 with thermal damage. The fse then replaced the solenoid assembly and controller board. However, when the station was powered on, drawer 1 opened by itself. Additionally, the fse found medication stuck under the pockets. So, the fse removed the medications from the pockets. Smelled smoke from the back and found the pyxibus module controller and drawer controller board were bad; swapped both swapped pyxibus cable. Visual inspection of the pyxibus module controller observed no issue. Multimeter testing noted board was faulty. Visual inspection of the drawer controller board observed no issue. Multimeter testing noted board was faulty. Visual inspection of the pyxibus cable observed no issue. Multimeter testing noted no issue. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). The root cause of a burning smell was not identified. However, testing of the received pyxibus module controller and drawer controller board noted both boards were faulty.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary power was down and user stated there was burning smell in medication room. The customer stated there was no delay to the patient's workflow. As per part investigation, it was determined that there was a thermal damage observed and smelled smoke from the back and found the pyxibus module controller and drawer controller boards were bad. There were no adverse events or injuries reported based on this event.